Event description:
It has been reported to philips that the wireless footswitch was not working and both the led indicators were blinking red. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless footswitch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).the customer is currently using the wired footswitch instead of the wireless footswitch. Codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.